Event description:
It was reported by the mitek affiliate that the ceramic portion of a mitek vapr se electrode broke off into the patient. The fragment was not retrieved from the patient. They report no adverse condition to the patient.